Event description:
Healthcare professional reported a right side pain and implant removal from textured to smooth due to the concerns of the product. Healthcare professional reported during surgery ruptures were discovered. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture discovered during explant surgery; capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, g4, h6.

Event description:
It has been determined that the device associated with this complaint is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.